Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) triggered due to impedance slow decrease, and sudden jump. It was also reported that data revealed inappropriate episode detection due to rv lead sensing of noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.